Event description:
The issue was found before an unspecified procedure that was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint could not be confirmed. Based on the results of the investigation, a definite root cause that led to the malfunction could not be determined. In speaking with the olympus technical assistance center (tac), the customer reported error code b30 (scope communication error). Tac was not able to troubleshoot at the time of the call but advised the customer to get the original scope that was giving the error and call back in. Tac (technical assistance center) made three unsuccessful attempts to follow up with customer. Case will be closed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had b30 and e216 scope communication errors. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.